Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device battery cap was damaged. There has been no report of patient injury.

Manufacturer narrative:
Other text: additional information is provided in d.10., h.2., h.3., and h.6. Device evaluation: one device received for evaluation. Visual inspection performed and found device was received in with gas supply indicator broken off. The battery compartment was damaged and missing cap. All three small control knobs were filled with incorrect ones. Reported problem was confirmed as the battery compartment was broken and missing end cap. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.